Event description:
This case was reported by a consumer and described the occurrence of cough in a pt who received double salt dental adhesive cream (poligrip flavour free) for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started double salt dental adhesive cream (oral), unk dosing. At an unk time after starting double salt dental adhesive cream, the pt experienced cough, blood pressure and renal failure. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unk. The manufacturer's report number for this case is 9681138-2013-00029. Poligrip (distributed as super poligrip in the united states) is manufactured in (B)(4), and neither the product nor the lot number for this product is available. (B)(4).